Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, lead noise issue due to auto mode switch episodes issue was observed on the ra lead. Patient is not dependent on the device. Lead noise was on the atrial sense amplitude which triggered the mode switch episodes. Physician suspected this to be a lead issue. The issue was determined to be related to the atrial ring and programming changes could not made. Patient will be monitored.